Manufacturer narrative:
(B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent open reduction internal fixation surgery for humeral surgical neck fracture. Surgery was being performed with multiloc humeral nail and two end caps. During the surgery, the surgeon could not fix the end cap with 0mm extension, he tried the second end cap with 2mm extension for several times. However, the attempts were unsuccessful. The surgery was completed without fixing the end cap and delayed by less than thirty (30) minutes. The surgeon commented that he might have broken the thread groove when he tried to insert the cap on the first attempt. Patient outcome was not reported. This report is for one (1) multiloc end cap. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 04.019.002s, lot: l842385, manufacturing site: mezzovico, release to warehouse date: 17.apr.2018, expiry date: 01.apr.2028. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received two multiloc end caps are on the first two thread flanks badly damaged. The rest of the implant is otherwise still in good condition. Functional test: the complaint condition can be confirmed that the end caps cannot be fixed to a nail with the visible damages at the threads. There are indications of cross threading denoted by diagonal marks across the remaining thread. The thread flanks on the run-in are deformed and unusable. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the complaint condition can be confirmed that the end caps cannot be fixed to a nail with the visible damages at the threads. There are indications of cross threading denoted by diagonal marks across the remaining thread. The thread flanks on the run-in are deformed and unusable. Although the exact cause cannot be determined, there is are clear evidences that during the insertion the endcap was misaligned with the nail causing a damaged thread. Our investigation would therefore also agree with the surgeon commented in the complaint description. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.